Event description:
It was reported that the 7 inch  mic ext set w/1.2mf filter was blocked/occluded during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "date of incident and date notified: (B)(6)2021 product: 20129e description: lipid channel ringing off occluded, presumed clogged filter no patient harm"

Manufacturer narrative:
H6: investigation summary one sample (model #20129e) was returned from the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was able to be flushed with glycerin without any issues. The set was connected to a bd primary set and primed with glycerin through the filter. The filter appeared to be working normally and did not appear to be clogged. The failure was unable to be replicated, and the complaint could not be verified. A device history record review could not be performed on model 20129e because a lot number was not provided by the customer. A root cause was unable to be determined because the failure was unable to be replicated. This incident has been added to our database of reported incidents. H3 other text : see h10

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 7 inch  mic ext set w/1.2mf filter was blocked/occluded during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "date of incident and date notified: 3-2-2021. Product: 20129e. Description: lipid channel ringing off occluded, presumed clogged filter no patient harm."